Manufacturer narrative:
The device was returned to olympus for evaluation. The bending section cover was removed and found the scope¿s skeleton broken and lifting. Due to the skeleton breakage the scope¿s angulation was found to be abnormal. The scope¿s large bundle fibers were found to be broken. The scope failed the leak test. Based on similar reported events the cause of the scope's broken skeleton could be attributed to the operator¿s technique. The original equipment manufacturer (OEM) performed investigations related to this device issue. As a result, the OEM has conducted a field corrective action including a distribution of ¿instructions for safe use¿ to mitigate the potential risk of patient injury. The ¿instructions for safe use¿ provides several warning statements in an effort to prevent equipment damage and patient injury. ¿if any of the following conditions occur during an examination, immediately stop the examination and withdraw the endoscope from the patient. If the up/down angulation control lever does not move. If the angulation control mechanism is not functioning properly. Visually inspect the bending section for no metallic parts protruding from the bending section. Visually inspect the bending section for bends, twist, or other irregularities while the bending section remains straight. Visually inspect the bending section for abnormal bending shape, or other irregularities. Continued use of the endoscope under these conditions could result in patient injury, bleeding, and/or perforation."

Event description:
Olympus was informed that during a ureteroscopy procedure, the scope¿s bending section broke and became stuck in the patient¿s kidney. The doctor pushed the access sheath further up into the patient¿s kidney and was able to manipulate and straighten the scope for removal. The patient did not require any additional medical or surgical intervention. It is unknown if the intended procedure was completed. There was no bleeding or patient injury reported.